Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the reported spoiling issue could not be replicated; however, the motor speeds were unstable which may affect device functionality. The motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. Multiple MDR reports were filed for this event, please see associated reports: MFR-0001526350-2024-00384. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Event description:
It was reported that during surgery that the device spoiled the harvested skin. An additional unplanned skin graft was required. The date the event occurred was not provided. Due diligence is complete. No additional information was available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted. G2, country event occurred in: united kingdom.